Event description:
A falsely depressed tacrolimus (tac) result was obtained on a patient sample on a dimension exl w/lm system. The discordant result was reported to the physician(s), who questioned the result. The sample was reprocessed and a higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant faslely depressed tac result.

Manufacturer narrative:
A united states customer contacted a siemens remote services center (rsc) regarding a falsely depressed tacrolimus (tac) result obtained on a patient sample on a dimension exl w/lm system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (01-apr-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the falsely depressed tacrolimus (tac) result on a dimension exl w/lm system. Hsc reviewed the information provided by the customer. The event occurred after the customer performed a maintenance procedure on the water system. A siemens customer service engineer (cse) was dispatched to the site. The cse performed maintenance on the water system and decontaminated the dimension exl w/lm system. A potential product issue has not been identified. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00063 was filed 18-mar-2022.